Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion clinical ops consultant. "[Named removed] called to report an incident that happened sunday evening ((B)(6) 2014 - around 7:00 pm). [Named removed] explained that round 7:30 pm, he received a call from [name removed] stating that the rentals 3100b, (B)(4) being used in an intervention at (B)(6) "failed" while on a pt. He explained that he was not there, but all of a sudden, the driver stopped and alarmed notifying every one of the issue. He came to help them troubleshoot, but could not restart the driver. The map held, but the driver would not restart despite depressing the start/stop button. No one noticed whether the overheat light or low source gas light was on. Since this was a rescue/intervention, this was their only 3100b ventilator. The pt had to go back onto a conventional ventilator while they waited for a replacement. Unfortunately, the pt was too sick and expired 10 hrs later, before the replacement came." The following description of the event and the condition of the pt was copied from an e-mail received from a carefusion sales specialist. "I recommended them place her on their conventional vent. The patient's saturation were holding at 92-94% for a few hours after the incident. The pt was on conventional ventilation for 8-12 hrs after the oscillator stopped before she passed."

Manufacturer narrative:
On (B)(4) 2014, carefusion sent a letter via e-mail to the user facility seeking additional info concerning the reported event including the primary and secondary causes for the pt expiration and a determination of, if the reported failure caused or contributed to the death. As of (B)(4) 2014 there has been no response to the letter from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on the info documented by a carefusion tech support specialist in response to a phone conversation with a carefusion clinical ops consultant and info provided by a carefusion sales specialist. The following info concerning the evaluation of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab rep evaluated the device, verified that the device would not cycle and determined that the root cause of the reported event was a faulty 3 ohm driver assembly. The 3 ohm driver assembly was disassembled and the carefusion failure analysis lab rep identified a broken bus wire inside the 3 ohm driver assembly as the root cause of its failure. This is a known issue that has already been addressed, no additional investigation/evaluation is required. The corrective and preventive measures reside within a carefusion internal corrective and preventive action file. Since this is a carefusion rental device, it will be routed carefusion factory service department where it may be repaired prior to returning to the rental pool.